Event description:
The customer reported that the transmitter did not blink when connected to the sensor and the insulin pump was unable to find the sensor. When the customer inserted their last sensor, they bled. The customer noted the sensor was missing the cannula after they removed it. The customer was worried that the cannula was inside their skin. Customer's blood glucose level was 12.6 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.